Manufacturer narrative:
.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 222mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at display window corners, and minor scratches on the display window.